Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cleo 90 infusion set was in use when an occlusion alarm (alarm number in pump history: 26) was received during the night. The patient's blood glucose was reported at 200 mg/dl. An injection was administered to address the high blood glucose. No permanent injury was reported. See MFR: 3012307300-2017-00360.